Manufacturer narrative:
The technician found the left siderail end tube was broken. The technician replaced the end tube to repair the stretcher.

Event description:
Info received indicates, the siderail is not staying in the raised position.